Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone that the insulin pump alarmed no delivery. The customer also has been experiencing high blood glucose. The customer's blood glucose was 489mg/dl. The customer reported insulin exciting the tubing. Advised the customer the pump is working as designed.